Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported patient coded on the table while undergoing an scs trial on (B)(6) 2024 and was sent to the ER. As a result, no product was implanted, and the procedure was aborted. Patient was recently discharged from the hospital.